Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx fully covered stent was implanted within the common bile duct (cbd) of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a short, benign, anastomotic stricture within the mid cbd post liver transplant. The cbd and intrahepatic ducts were dilated prior to the stent placement. The patient's anatomy was reported to not be tortuous. No visible issues were noted to the device. On (B)(6) 2012, the stent was implanted with no reported issues. However, on (B)(6) 2013, the physician attempted to remove the stent during a planned removal but was unsuccessful. It was reported that the stent was not occluded; its patency appeared to be fine, but there was tissue overgrowth at the proximal intrahepatic end of the stent. In addition, the patient's lab values and sonography indicated that he was experiencing mild cholestasis due to this event. A direct cholangioscopy with argon-plasma coagulation (apc) has been scheduled for the second week in april to remove the stent. The patient is reported to be doing fine, with no clinical complaints. Additional information received on (B)(4) 2013: on (B)(6), 2013, a direct cholangioscopy procedure was performed and the stent was able to be removed using apc on the tissue present at the intrahepatic margin of the stent. There were no patient complications due to this event. The patient remained in the hospital for 24 hours following the procedure, but is now home and reported to be "feeling fine."

Event description:
It was reported to boston scientific corporation that a removable wallflex biliary rx fully covered stent was implanted within the common bile duct (cbd) of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a short, benign, anastomotic stricture within the mid cbd post liver transplant. The cbd and intrahepatic ducts were dilated prior to the stent placement. The patient's anatomy was reported to not be tortuous. No visible issues were noted to the device. On (B)(6) 2012, the stent was implanted with no reported issues. However, on (B)(6) 2013, the physician attempted to remove the stent during a planned removal but was unsuccessful. It was reported that the stent was not occluded; its patency appeared to be fine, but there was tissue overgrowth at the proximal intrahepatic end of the stent. In addition, the patient's lab values and sonography indicated that he was experiencing mild cholestasis due to this event. A direct cholangioscopy with argon-plasma coagulation (apc) has been scheduled for the second week in april to remove the stent. The patient is reported to be doing fine, with no clinical complaints.

Manufacturer narrative:
A visual examination of the returned device revealed that only a deployed stent was returned for analysis. It was noted that several stent wires at the retrieval loop end were pulled and damaged. No other issues were noted with the profile of the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Tumor overgrowth around ends of stent is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Manufacturer narrative:
(B)(6). (B)(4) stent difficult to remove and tissue overgrowth of stent. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Tumor overgrowth around ends of stent is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.